Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3889-28 lot# v430990, implanted: (B)(6) 2010, product type: lead.

Event description:
The patient reported they had their implant removed 2 years ago in 2014 because it went pretty fast, and when they were doing the replacement, they found only 2 probes were working instead of 4 so they decided to remove all the devices. They were now using other methods to help their bladder and wanted to donate the patient programmer. Additional information received from patient on (B)(6) 2016 indicated that both stimulators have been removed. They were longer using the product. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor refer to manufacturer report # 3004209178-2016-14409.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.